Manufacturer narrative:
Section d4, h4: corrected data. Manufacturer¿s investigation conclusion a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the report of gastrointestinal bleeding (gib) could not conclusively be established through this evaluation. Furthermore, a specific cause for the patient¿s infection could not be determined. The patient remains ongoing on (B)(6); no related complaints have been reported at this time. The hm3 lvas instructions for use (IFU) lists bleeding and localized infection as adverse events that may be associated with the use of the device. This IFU, as well as the hm3 lvas patient handbook, both provide information regarding how to prevent and control infection. Additionally, information regarding the recommended anticoagulation therapy and inr range can be found in the hm3 lvas IFU, with considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a gastrointestinal bleed. Patient was found to be positive h. Pylori. Over the past few months, the patient¿s hemoglobin has drifted down to 7.1 g/dl on presentation. Patient was given 2 units of packed red blood cells (prbc) and iron dextran infusion on (B)(6) 2020. Colonoscopy on (B)(6) 2020 showed with no acute findings to explain anemia. One polyp was removed. Capsule endoscopy study negative, thought the capsule did not reach cecum. Patient was discharged on quadruple therapy: flagyl, tetracycline, bismuth (4 times daily) and proton pump inhibitors (ppi) (2 times daily) for a total of 14 days (ending on (B)(6) 2020). No additional information was provided.